Event description:
A surgeon reports that a patient experienced hypopyon one day post op after intraocular lens (iol) implantation. Patient was treated with predforte. The patient's visual acuity (va) prior to the iol implantation was 20/70 (06/2001) the patient's va after the iol implantation was 20/25 4 days after event date. The surgeon indicated the patient's outcome was excellent.